Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: n/a, UDI#: n/a. H3: analysis of the returned associated recharger revealed the led's scroll continuously, device was unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient tried to recharge their device but they couldn't because the recharger didn't work. It was reported that the patient had electrical problems at their house and believes that may have damaged the recharger. The doctor checked the recharger and tried to connect it to the power and their office but there was no response and it did not turn on. The patient was advised to return the recharger and it was noted that it will be sent in for analysis and a replacement will be ordered for a new charger.